Manufacturer narrative:
This report is 3 of 4 being submitted for this complaint. Reference mfg. Report numbers 2015691-2020-11186, 2015691-2020-11188, and 2015691-2020-11197.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bibliography: shinichi fukuhara, m. A. (2020). Surgical explantation of transcatheter aortic bioprostheses: results and clinical implications. Journal of thoracic cardiovascular surgery, 1-10. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling may have been a factor. In addition, the cause of the vsd cannot be determined with the limited information provided; however, it may be related to patient/procedural factors. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center retrospective study was published in a journal article, ¿surgical explanation of transcatheter aortic bioprostheses: results and clinical implications¿. The study was between april 28, 2011 and june 30, 2019, in which tavr explanation was performed in 15 patients. In addition, 2 patients from outside institutions also underwent tavr explanation. Clinical details were reviewed of these 17 patients. One patient who received a sapien valve approximately 5.3 years presented with severe symptomatic paravalvular leak (pvl) and the valve was explanted. The valve was severely calcified and endothelialized device with its stent cage barely visible. Three patients with a sapien 3 valve had their valves explanted: one patient with a 29mm sapien 3 valve developed structural valve degeneration and severe aortic stenosis, severe mitral regurgitation and severe tricuspid regurgitation (tr), 2nd patient with a 29mm sapien 3 valve, presented with severe pvl,vsd and severe tr and the third patient received a 23mm sapien 3 valve presented with structural valve degeneration with severe as. All three patients received an aortic valve replacement. This complaint represents the second patient with an explanted 29mm sapien 3 valve who presented with severe pvl, vsd and severe tr. A surgical aortic valve replacement was implanted.